Manufacturer narrative:
Abbott field service was dispatched to the customer account. Field service (fs) found the r1 & r2 reagent probe wash cup rinse volumes were low to nonexistent. The low or nonexistent wash cup volumes / flow rates were determined to be the likely cause of the issue. Fs adjusted the flow rate volumes to resolve the issue on (B)(4) 2016, and on (B)(6) 2016 the customer confirmed the issue was resolved. A review of the (B)(4) service history found no additional contributing factors on or around the date of the complaint. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. A malfunction of the architect c4000 was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that elevated architect magnesium results were generated. Patient 1: an initial result of 8.9 mg/dl was generated. The sample was repeated on another analyzer and a result of 1.7 mg/dl was generated. Patient 2: an initial result of 9.0 mg/dl was generated. The sample was repeated on another analyzer and a result of 1.8 mg/dl was generated. There was no report of impact to patient management.